Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue interferes with the user's ability to read the screen.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/9/2017 with the following findings: no defect was found. Unable to confirm complaint of "line in display". Display screen is fully functional, clear and legible.